Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 64951001, lot # snenj, description: proximal fem comp std. Cat # 6495-5-218, lot # llynw, description: 18mm press fit bowed stem 150. Cat # 6260-9-444, lot # p84mao, description: v40 cocr lift head 44mm +12. Cat # 623-00-44h, lot # mjhtaw, description: trident 0 deg insert 44mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that: "patient had chronic infection implants were removed and anti-biotic spacers were implanted."